Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® cpt® nc: 1.0ml ficoll¿: 2.0ml, poor barrier separation occurred on an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 19-feb-2026. Investigation summary: bd received 180 samples for investigation. The samples were visually inspected with no issues being identified. Additionally, a total of 60 retained samples were visually inspected, and no issues were identified. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using the bd vacutainer® cpt® nc: 1.0ml ficoll¿: 2.0ml, poor barrier separation occurred on an unspecified number of tubes. No adverse impact was reported regarding the patient or user.